Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 471 mg/dl on (B)(6)2017. Customer's blood glucose on (B)(6)2017 was 272 mg/dl and 255 mg/dl. The customer treated with insulin pen and insulin pump. The customer called the doctor and they found the cannula was bent. Troubleshooting was declined. The insulin pump and infusion ser will not return for analysis.